Manufacturer narrative:
Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, cracked lcd window.

Event description:
Customer reported that there were cracks on the screen of the insulin pump. Customer stated that they may have slept on the insulin pump. Blood glucose level was 117 mg/dl at the time of the call. No further information was provided.